Event description:
The surgeon was using the laparoscopic blunt grasper , and when the surgeon was trying to grasp the gall bladder the grasping portion of the grasper broke off. The portion that broke off was easily found and removed through the trocar under direct vision.